Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported through a journal article that one patient in the cemented total knee arthroplasty cohort underwent a revision approximately 11 years and 3 months post-operatively due to bearing surface wear and subsidence of the tibial component, resulting in tibial loosening and pain. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). B3 apr 29, 2025, article accepted. D4: attempts have been made to gather all product identification information and no further information has been provided. G2: literature - to cement or not? Ten-year results of a prospective, randomized study comparing cemented versus cementless total knee arthroplasty olson, nicholas r. Et al. The journal of arthroplasty, volume 40, issue 10, 2630 - 2636 https://doi.org/10.1016/j.arth.2025.04.076. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.